Event description:
It was reported that after the iab was inserted, the pump experienced rapid gas loss alarms, and blood was noted entering the gas tubing. The iab was removed and a second iab was not placed since the pt was hemodynamically stable. There were no pt complications.